Event description:
Ous MDR - during a regular follow-up on (B)(6) 2014, the expected eri showed as only 2 months though it was 4 years and 4 months in the previous follow-up on (B)(6) 2013. Because of the wider changes of the expected eri, the physician suspected the device malfunction but has asked whether the shown expected eri was incorrect or this was calculated incorrectly. The physician decided to exchange the device because this device was implanted nearly 6 years.

Manufacturer narrative:
These were considered to be normal and expected as a result of the explantation procedure. The pacemaker was received on (B)(4) 2014 for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was visually inspected revealing scratches on the pacemaker housing. The pacemaker was interrogated revealing the battery status eri since (B)(4) 2014 most likely due to cold environmental conditions such as transport or storage after the explantation. Subsequently, the pacemaker's memory content was analyzed. Apart from the discrepancy of the remaining service time no anomaly was detected. The battery status eri was set appropriately based on the measurements of the battery impedance. Furthermore the battery impedance related service time calculation operated as expected. At a next step the pacemaker was opened and the electronic module was thoroughly inspected. During the analysis it was noticed that the pacemaker measured an impedance higher than the true battery impedance. This resulted in a shorter calculated time to eri. However, this does not influence the functionality of the pacemaker. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. In summary, the shortening of the time to eri resulted from a higher measured battery impedance. However, the therapy functionality of the pacemaker was not compromised.